Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels. Bg value not provided. Bg cause was unknown. Bg was addressed via a correction bolus, and manual injection. Reportedly customer did not perform air removal step in loading process. Tandem technical support educated the customer on correct loading process to prevent elevation in bg levels.